Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Threads sticking out of the string that sticks out of the actual tampon [device physical property issue]. Case narrative: consumer reported via e-mail that there are threads sticking out of the string. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Threads sticking out of the string that sticks out of the actual tampon [device physical property issue]. Case narrative: consumer reported via e-mail that there are threads sticking out of the string. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Threads sticking out of the string that sticks out of the actual tampon [device physical property issue]. Case narrative: consumer reported via e-mail that there are threads sticking out of the string. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Threads sticking out of the string that sticks out of the actual tampon [device physical property issue]. Case narrative: consumer reported via e-mail that there are threads sticking out of the string. No injury reported.